Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Reporting institution phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
H3 other text : device not returned.